Event description:
Related manufacturer reference number:2017865-2023-38670. Related manufacturer reference number:2017865-2023-38672. It was reported that patient got infection. Vegetation was noted on patient's right ventricular (rv) and atrial lead. Patient's pacemaker, rv and atrial lead was explanted. There were no patient consequences.